Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d354trg ICD, (B)(6) 2012. A 0185 lead, (B)(6) 2009. A 53bp lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the post implant, the patient developed sepsis. The implantable cardioverter defibrillator (ICD) and leads remained in use. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.